Manufacturer narrative:
Not applicable

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a rash under both armpits and bruising around ribs. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed a steroid cream for the rash. Outcome of the irritation is unknown as follow up attempts were unsuccessful.